Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that following dbs implantation the patient had seizures and was placed in ICU. Cat scan was performed and it was determined that the patient had an edema on both leads. The patient was intubated and placed under anesthesia. The edema was treated with cortisone therapy.

Event description:
A report was received that following dbs implantation the patient had seizures and was placed in ICU. Cat scan was performed and it was determined that the patient had an edema on both leads. The patient was intubated and placed under anesthesia. The edema was treated with cortisone therapy.

Manufacturer narrative:
The ipg was returned and the ipg exhibits normal characteristics. It was placed in MRI mode when they tried to communicate with it using the cp/rc.

Event description:
A report was received that following dbs implantation the patient had seizures and was placed in ICU. Cat scan was performed and it was determined that the patient had an edema on both leads. The patient was intubated and placed under anesthesia. The edema was treated with cortisone therapy.